Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the pt called doctor post-operative day 1 with post-operative pain and was prescribed toradol. The pt called the doctor again on post-operative day 2 complaining of pain. The pt was instructed to go to the emergency room. A CT scan was taken and revealed free air. A hida scan was done and revealed a cystic duct leak. Pt was re-operated on (B)(6) 2012 and doctor found no clips present on the cystic duct and could not find the clips in the abdomen. The doctor closed the cystic duct using an endo loop. The case took about 2 hours.